Event description:
As reported: "the surgeon missed with intermediate targeting sleeve for a gamma 4 intermediate nail. The alpha 4.2x360mm drill hit the nail and would not pass through the dynamic hole. As the surgeon gradually tried to find his position the drill skived posterior to the nail. In the ap it appeared to have made it through the hole. On the lateral the screw was posterior. The surgeon locked proximally to the dynamic hole using the intermediate targeting sleeve and passed through the nail without any issues. We locked the proximal static hole and left the distal dynamic hole open."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.